Event description:
There was no patient involved in this event. Beeping and showing red flashing light.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt, the device's pogo pin was shorter than the other pins but would extend from its barrel upon rotation of the device. Voltage measurements taken during the investigation confirmed the failure of the pogo pin. The failed pogo pin had resulted in an intermittent connection from the device to the pad-pak. The user would have been alerted ¿warning, low battery, device service required¿, alongside a flashing red status led and failure chirp, as per the reported fault. The fault was attributed to a failed pogo pin. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Beeping and showing red flashing light.